Event description:
The original report received from the affiliate stated that when the physician tried to advance the palmaz genesis sds rx 7.0x24 142cm stent, he felt resistance from the distal tip. The physician found the tip was kinked. The device was removed from the patient and the physician then treated the lesion with a new genesis stent. There was no patient injury reported. A product was received for evaluation and during preliminary analysis it was noted that a secondary failure was discovered. It was noted that the stent was not mounted on the balloon of the returned sds. The event was reported to the FDA as it was thought that the stent had dislodged sometime during use, up until the time the product was returned. There was no information as to when the event had occurred as the sales rep associated with this account was no longer employed with this company (cordis). During evaluation it was found that the returned product did not match the product listed in the complaint. The reported complaint product was a palmaz genesis amiia ((B)(4)/ lot r1008290). On the shaft of the received device a "4x30" was noted. It was found that the product received was an amiia 4.0x30 142cm pta balloon ((B)(4)/ lot unknown), which does not have a stent mounted on it (not a stent delivery system).

Manufacturer narrative:
The palmaz genesis amiia ((B)(4)/ lot r1008290) was never returned for evaluation and testing. Since there was never a report of stent dislodgement in the initial report, just that the tip kinked, the event of stent dislodgement is being unreported. An analysis was completed on the returned amiia pta balloon and it was noted that "the product's tip presents a puncture and kink damages." The punctured tip does meet the criteria of a reportable product malfunction. Conclusion: the original report received from the affiliate stated that when the physician tried to advance the palmaz genesis sds rx 7.0x24 142cm stent, he felt resistance from the distal tip. The physician found the tip was kinked. The device was removed from the patient and the physician then treated the lesion with a new genesis stent. There was no patient injury reported. A product was received for evaluation and during preliminary analysis it was noted that the stent was not mounted on the balloon of the returned sds. Additionally, during evaluation it was also found that the returned product did not match the product listed in the reported event. The reported complaint product was a palmaz genesis amiia ((B)(4)/ lot r1008290). On the shaft of the received device a "4x30" was noted. It was found that the product received was an amiia 4.0x30 142cm pta balloon ((B)(4)/ lot unknown), which as packaged does not have a stent mounted on it; it is not a stent delivery system. It was noted that the tip of the returned device presented with a puncture and kinked damages. With follow-up investigative efforts, it was reported that no further information is available regarding the reported event or the returned device. A non sterile amiia catheter with hub ID band 4.0mmx30mm, 142 cm was received coiled and inside a bag, the code for this product is (B)(4) with unknown lot number. Therefore, a device history record review cannot be completed. The balloon appears as if it had been inflated and deflated, also it present contrast medium residues, the product's tip presents a puncture and kink damages. A bend is noted in the shaft at 37cm from the distal tip; it is possibly that this is related to the way that the product was sent for analysis. No other anomaly was observed in the returned device. With review of the amiia/ aviator plus manufacturing process, no material, tool or equipment that could generate the damage on the distal tip was found. In addition, the 100% of the manufactured aviator plus products pass through three 100% inspections before leaving the facility; 100% visual inspections are in place to inspect if there is an issue or damages in the distal tip before the product leaves the facility. A scanning electron microscope (sem) analysis was performed to the received unit and the results showed that the tip external surface exhibited evidence of abrasion marks near the leak-hole. The tip inner surface exhibited no evidence of damage. The exact cause of the damages found on the returned device could not be conclusively determined. Due to the lack of information regarding the use of the device or the damages found, no conclusion can be made regarding the timing of the damage as related to procedural use or possible root cause. However, neither the product analysis nor review of the manufacturing process suggests that the damages are related to the manufacturing process. Therefore, no corrective actions will be taken at this time. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9610978-2010-00184 and 9610978-2010-00233.